Event description:
Customer reported an issue with spectrum monitor's sensor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Customer was provided with a loaner unit.